Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the primary system controller would not connect to the heartmate touch (hmt) in clinic. The site troubleshot the hmt itself, tried another 11-volt battery inside the controller, and connected it to the old system monitor. The controller was still not able to transmit the data. The patient stated that they had no alarms, but the site was unable to provide log files. The controller did connect and charge the 11v backup battery when connected to the power module, but they were never able to establish communication with the original primary system controller. The system controller was replaced, and log files were submitted for review. The new controller worked right away with the hmt. Log files on the new controller indicated that the system was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) not communicating with the heartmate touch was confirmed. The system controller returned for analysis and did not communicate with the test system monitor, confirming the reported event. The power cables were replaced with test cables and communication was restored, isolating the issue to the cables. The controller passed functional testing with the replacement cables. The white power cable was tested for raised resistances, and the orange wire was found to be open loop. The outer jacket was stripped, and it was found that the orange wire was completely severed. The orange wire is responsible for communication with the system monitor and the heartmate touch, so this damage would cause the reported event. Downloaded log files contained data consistent with a system controller exchange taking place. No other notable events were recorded. Available information provided that the system controller was replaced. The root cause of the system controller not communicating with the heartmate touch and system monitor was determined to be due to power cable damage; however, the root cause of the power cable damage was unable to be conclusively determined via this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.